Event description:
It was reported that a patient implanted with an impella 5.5 experienced cardiac fibrillation, fever, and hematuria. An echocardiogram revealed the pump was in a deep position so it was pulled back into position. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
G1 manufacturing site name was incorrect and should of been blank on the initial report that was submitted. Investigation summary: the investigation has been completed. No product was returned for review but the data logs were received on 03-nov-2025. Data review: data logs showed the pump ran without issue during support. There were suction alarms triggered during the case but resolved quickly. There were no motor current spikes, abnormal placement signal or purge issues observed during support. The product was not returned for review. Mechanical interaction with blood: the cause of mechanical interaction with blood was most likely due to pump was not in the proper position since it improved after repositioning of the pump. The cause of positioning issue was unknown. Atrial flutter/paroxysmal atrial fibrillation: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Access site bleeding: the cause of access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. Device history review: the device passed all post sterile inspection checks.